Manufacturer narrative:
Investigation results were made available. Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of event description: it was reported that a (B)(6)male patient, with bmi=(B)(6), had trabecular shell and biolox option head implanted on (B)(6) 2015 on right hip and subsequently underwent an irrigation and debridement process on (B)(6) 2015 due to swelling and fluid accumulation. Review of received data surgery report dated (B)(6) 2015: pre-op diagnosis: failed rigt tha. Indications: male patient with complicated history with his hips. Bilateral tha with mom. Elevated cobalt and chromium levels. MRI shows fluid collections. He has also had a history of an early post-op infection on this side. Procedure: posterolateral approach selected. Metasul head was removed. Significant amount of corrosion around the head taper as well as in the trunnion noticed. This was cleaned as much as possible. Mmc cup found to be fixed. No bone loss during the removal of the cup. Trabecular metal shell impacted with excellent stability. Four acetabular screws used. The 36mm triology longevity liner placed. The +7 biolox option femoral head revealed excellent stability and rom. No abnormalities observed. Doctor visit dated (B)(6) 2015: pre-op diagnosis: fascial dehiscence, right hip. Indications: patient had done quite well after the op 7 weeks before and was very active. He noted swelling at the lateral aspect of the wound. No pain. Clinically felt no evidence of infection or drainage. Procedure: previous incision opened and large collection of benign-appearing joint fluid encountered. Fascia in the mid third was found to be open and dehisced. No evidence of infection. Hip joint irrigated with pulsatile lavage. Mild inflammation of the trochanter was debrided. Devices analysis: no product was returned to zimmer biomet for in-depth analysis as the devices are kept implanted in the patient. Review of product documentation: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Root cause determination using dfmea: foreign body reaction due to bio-incompatible material(s) used for head and/or adapter (mid-term manifestation of harm). Not possible: biocompatibility of the product is validated according to the biocompatibility specifications. Foreign body reaction due to patient hypersensitivity to biocompatible materials used for head and/or adapter (mid-term manifestation of harm). Possible: the patient medical history is not known. Foreign body reaction due to material(s) transferred to implant by handling in or (glove materials, etc.). Possible: correct handling of the product during operation is not under control of zimmer biomet. Foreign body reaction due to material(s) transferred to implant from package from shipping and handling. Not possible: packaging of the product is validated according to packaging specifications. Conclusion summary: based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4). This is a split case with zimmer inc, warsaw reference number (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a biolox option, head, xl, 36/+7, taper 12/14 on (B)(6) 2015 on the right side. The patient underwent irrigation and debridement process on (B)(6) 2015 due to swelling and fluid accumulation.